Manufacturer narrative:
Batch review performed on 14 jun 2019: lot 132867: (B)(4) items manufactured and released on 13-sep-2013. Expiration date: 2018-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 4 years and 3 months after the primary due to instability caused by knee laxity. The surgeon performed a liner swap (size 14mm has been exchanged with 20 mm) and resurfaced the patella. The surgery was completed successfully.